Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm and battery failed alarm. Customer was able to successfully clear alarm and complete rewind. Displacement test was failed. Fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021, the customer alleged was for failed battery, pump error 80, and pump error 53. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. Successfully downloaded history files and traces using thus. No pump error 53 and pump error 80 alarms during testing. Pump error 53 and pump error 80 was not present in the history download on event date of (B)(6) 2021. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery alarms or alerts during testing or in the pump history. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. The following were noted during visual inspection: scratched case and pillowing keypad overlay. In summary, pump passed required testing. Pump error 53, pump error 80, and failed battery was not confirmed. Moisture damage was confirmed on pcba 1, pcba 2, force sensor, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.